Manufacturer narrative:
While on the phone with dario's representative, the user stated that the issue has occurred intermittently for the past year and has happened with multiple cartridges and different lot numbers. The user reported taking a second reading for comparison with the same dario meter. The user confirmed that he is following the guidelines for proper maintenance and handling of the strips and meter. A replacement of dario's strips and control solution were sent to the user to make sure that the dario strips are reading correctly, and to ensure proper technique. Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On april 29th, the user contacted dario to report inconsistent blood glucose (bg) readings. The user reported receiving from his dario meter fasting bg readings of 123 mg/dl, 100 mg/dl, 80 mg/dl, and 136 mg/dl all within five minutes with clean hands.